Event description:
Caller reported intermittent occlusion alarms. Due to these issues, the customer's blood glucose level exceeded normal limits on (B)(6) 2025 and displayed as "high" no specific value was provided. To address the high blood glucose, the customer administered a correction bolus via the pump without requiring third-party assistance. They resolved the occlusions by changing the infusion set and cartridge and resuming regular insulin administration. A systems check was performed with tandem technical support and no issues were identified. The customer reported they sometimes use the cartridge longer than recommended, tandem technical support educated the customer about proper cartridge use.